Event description:
This case was reported by a consumer and described the occurrence of nasal congestion in a (B)(6) male pt who rec'd breathe right nasal strips (breathe right kids nasal strips) for nasal congestion. A physician or other health care professional has not verified this report. On an unk date, the pt started breathe right nasal strips (topical). At an unk time after starting breathe right nasal strips, the pt experienced nasal congestion, condition aggravated, stopped breathing and gasping for air. This case was assessed as medically serious by gsk. Treatment with breathe right nasal strips was discontinued. At the time of reporting, the events were resolved. Consumer's mother reported conditioned aggravated as the breathe right made her son's congestion worse. She also reported he stopped breathing for 5 seconds at a time gasping for air. She removed the breathe right strip and the events resolved.

Manufacturer narrative:
Breathe right nasal strips are manufactured in (B)(4) in the united states. While the lot number for this product is available, it is unk whether the product will be returned for quality assurance testing. (B)(4).